Manufacturer narrative:
Updated sections: d10,g4,g7,h2,h10. Corrected section: h-3 "device not eval provide code." Trackwise ID#: (B)(4). The device was returned for evaluation. A follow up report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner suction cup couldn't attach to the patient's heart. (Suction issue) a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner suction cup couldn't attach to the patient's heart. (Suction issue) a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise #: (B)(4). The device was returned to the factory on 12/11/2019. An investigation was conducted on 03/03/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. A suction/vacuum strength test was performed per instructions of the vacuum leak test, using calibrated vacuum weight tlt and calibrated pressure gauge. The device passed the vacuum leak test, good vacuum was obtained and the baffle head was able to lift the weight. Based on the returned condition of the device and the results of the investigation the reported failure "suction issue" was unable to be confirmed.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner suction cup couldn't attach to the patient's heart. (Suction issue) a replacement device was used to complete the procedure. The hospital did not report any patient effects.